Event description:
It was reported that at the beginning of a thyroid procedure, the system responded with error 3. The customer tried another disposable to troubleshoot and then replaced the handpiece to proceed with no pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. The instrument was tested with a generator and no error code was noted; however a hissing sound was heard. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.